Event description:
It was reported that during a gastrectomy procedure, the tissue pad fell out. It did not fall into the pt, but it was found. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/11/2008. Info anticipated, but unavailable at this time.